Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "product complaint". Additional information received 06/28/2021: "admission of 6/8-6/22 three calls for no blood return; tpa installation x2: PICC pulled back x2 to establish blood return. Original external 2 cm. Pulled back to 6 cm as kink was found at approx 5cm. Removed on (B)(6) as treatment complete."